Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).

Event description:
A 58-year-old female presented with right leg deep vein thrombosis (dvt) after undergoing knee surgery 2 weeks prior. Thrombus was visualized throughout the femoral vein and either in or behind a venous stent. A computed tomography scan performed 2 days before the dvt procedure revealed that the patient also had minor pulmonary embolism with no right heart strain. The decision was made to use a triever20 (t20) to perform aspirations to address the dvt. Multiple aspirations were performed which yielded clot. Once the t20 made it to the common femoral vein, additional aspiration was performed and once no more clot could be removed, the catheter was brought back to the popliteal to do a venogram. This revealed no more clot all the way to the inferior vena cava. At this moment, the patient became tachycardic and began to deteriorate. The patient became unresponsive and the t20 was removed. The patient was placed supine on a stretcher to perform the advanced cardiac life support protocol. A code was called and after 15-30 minutes of coding, the patient established blood pressure and rhythm. A bolus of tpa was administered and the patient was transferred to the intensive care unit. Unfortunately, the patient expired later that evening.